Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: the pump powers to "verify" screen in accordance with normal operation. Two alarm 177 low battery warnings observed in black box. Evidence of partially discharged batteries being installed observed in black box on 11/2/2013 and 11/5/2013. Battery compartment intact, no cracks. No evidence of moisture contamination inside battery compartment or on underside of battery cap. Battery cap is able to fully tighten. A power loss was not observed. The current draws within specifications. The pump case was removed, no evidence of moisture contamination inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. There was low voltage in replacement batteries. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.